Manufacturer narrative:
(B)(6).

Event description:
It was reported that the second anchor did not deploy. No harm to the patient was reported.

Manufacturer narrative:
Visual assessment of the device readily identified the needle is bent. Device was functionally tested for proper actuator advancement and cycling, the device would not function properly due to the aforementioned damage. No suture or ts were returned or evaluation. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacturing process can be established. Device history review confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. With the damage incurred, use error cannot be ruled out.